Event description:
I use the dream station 2 for CPAP therapy and on (B)(6) 2024 I started smelling an electrical burning smell through my CPAP. I of course reported it to my medical supply company (B)(4) and also my pulmonologist dr (B)(6) with (B)(6). In the days proceeding, I have had lung inflammation, accompanied with pain, nausea, sleeping issues with more apnea events, and oxygen drops. It was suggested that the machine be turned in for repair or replacement. (B)(4) told me they were aware of thermal issues with this device and would suggest my doctor writing a new prescription for a res-med machine.this was the third similar incident using this device that has occurred since I've been a user of the dream station 2. In (B)(6) of 2023 ,7 1/2 months prior to (B)(6) 2024, there was a much stronger burning smell or burning electrical smell followed by multiple trips to my doctor, multiple calls, and 3 emergency room visits in regards to multiple serious respiratory issues such as lung inflammation, pain, nausea, low oxygen levels, dizziness, and heart palpitations. My oxygen levels were greatly effected and I was placed on an oxygenator. The dream station 2 was replaced by my medical device supplier (B)(4) for the same above listed issue. Upon surrendering the device for replacement a charred like black substance was discovered falling out of the machine. The machine was still under warranty and was replaced. (This was the second incident.) The first incident occurred in (B)(6) 2022 with the same scenario/ incidents happening , the smell of electrical burning through the machine occurred while using followed by breathing issues, asthma attacks, lung inflammation, multiple doctor visits and ER visits as well as being admitted for breathing issues. These 3 incidents occurred after 7-8 months of regular 8-9 hours of CPAP therapy a night and cleaning and caring for the machine as instructed. This is not safe for use after 7 months the machine has overheating issues and causes damage to the user please investigate and deal this product unsafe for use it is dangerous. I can supply more information or details if needed please call or email. (B)(6) thank you. Reference report: mw5152991.